Event description:
(B)(4). Sharp/stabbing pelvic pain, cramping, occasionally hot flashes, painful intercourse, bleeding between periods, frequent urination, itching, stinging of vaginal entrance, abdominal spasms/twitching/fluttering, painful periods, ovarian cysts, bloating, migraines, endometriosis, chronic nausea, loss of appetite, weight loss, allergic to nickel. Yes, device was provided by my insurer.